Manufacturer narrative:
Device expiration date: unknown. Date of event: unknown. Investigation summary: level a investigation: complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: unable to perform complaint lot history check due to unknown lot number for clog. Investigation summary: customer returned (5) 32g 4mm bd pen needles without tear drop labels attached (used), and a humalog kwikpen insulin injector (used). Consumer reported that nothing comes out of the pen needle when she injects to her skin. All (5) returned samples were examined and the following was observed: 3 returned pen needles with bent non-patient end cannula; 2 returned pen needles with good patient end and non-patient cannula; these samples were tested for flow and both passed. Level a event no DHR or qn review is required. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure - the bent needles on the non-patient end of the cannulas would be the cause for no medication flowing through, hence the customer would think the needles were clogged (as reported). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent when fitted to the pen. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm 90 CT mail order only experienced an inability to deliver insulin/medication during use. The following information was provided by the customer: material no. 320883, batch no. Unknown. It was reported that there is no insulin flow when the consumer tries to inject. Consumer reported that nothing comes out of the pen needle when she injects to her skin. She doesn't do priming every time. She was not aware she has to do priming with each an each pen needle. She sometimes rotates her injection sites. It has happened with her other box, quantity unknown. Lot# unknown, samples are discarded. Offered to send the box to her doctors office or to the pharmacy. She responded that she doesn't drive and she doesn't have prescription on the file at the pharmacy. Declined to call the doctors office to request prescription or to pick up the box.